Manufacturer narrative:
The reported field event of an ICD marking was confirmed in the laboratory. Visual inspection noted a polished mark consistent with lead friction against the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient presented for a device change out. Upon removal, the physician noted a black mark on the can by header. The device was explanted and replaced.